Event description:
Consumer reported her husband cut his finger while attempting to open the home sharps container. Consumer's husband thought the lid was removable, used a putty knife to remove lid and cut himself while attempting to remove lid. Consumer's spouse went to ER where stitches were required. Dermabond and steri-strips were used.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was requested, will submit a supplemental report when additional info becomes available. Regulatory compliance will continue to monitor on monthly trend reports.